Event description:
It was reported that the patient experienced a cerebral vascular accident. It was reported that the patient had a cerebral vascular accident during their watchman left atrial appendage closure procedure. The patient was discharged from the hospital before returning to the hospital. Magnetic resonance imaging showed that the patient experienced a cerebral vascular accident. The patient remained in the hospital for 3 days following this event. Some residual in the right leg remains.